Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the returned product, all 3 liners have deformations to the outside rim lock, scratches/gouges to outside spherical surface, gouges to outside tapered surface, and gouges to the top rim surface. No other damage was noted during visual evaluation. All 3 liners measured in specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 30123206 item name 32mm i.d. Size f high wall liner lot # 66855164. 30123606 item name 36mm i.d. Size f high wall liner lot # 65257326. 110010245 item name g7 osseoti 4 hole shell 54mm f lot # 65698321. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was unable to be inserted into the cup. The surgeon suggested possible poor bone quality or angulation. The procedure was completed using another device. There is no additional information available at the time of this report.